Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was reported that the patient was hospitalized for the event. The patient was treated with meropenem injection (500 mg, route, frequency and duration not reported) for peritonitis. At the time of this report, the patient was discharged after approximately four to five days and was recovered from the event. Pd therapy was ongoing. No additional information is available.